Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation. Based on the results of the investigation, the foreign material could not be identified and a definitive root cause cannot be identified. It is possible that the device could not be reprocessed due to leakage. A device history review revealed no issues that could have caused or contributed to the reported issue. Olympus will continue to monitor the field performance of this device. Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the subject device had residual fluid and foreign substances came out from the suction cylinder. The issue occurred during preparation for use for an unspecified procedure. There were no reports of patient harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.